Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer changed the cartridge and no further occlusion alarms occurred. There was no reported impact to customer blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.